Event description:
A customer reported that their pump screen was dark and wouldn¿t turn on, leading their blood glucose level to display as "high," though the specific value was unknown. The customer took corrective action through a manual insulin injection. The customer reverted to manual injections for insulin therapy.